Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a substernal tunneling for an extravascular implantable cardioverter defibrillator (ev-ICD) system, access to the mediastinum was unremarkable. During the tunneling attempt contact with the posterior aspect of the sternum was maintained approximately one third of the way up to the carina. At that point, the tunneling tool began to "breach" the back of the sternum and it was felt that the tool had deviated laterally to the left sternal margin and some resistance was felt. The tool was slightly withdrawn and adjusted to angle more medially and tunneled or advanced again. The same resistance occurred. A third tunneling attempt was done this time re-orienting the tool direction. At this time, bleeding was noted and hemostasis was attempted through electrocautery and ligatures. Following about 600 milliliters (ml) of blood loss, it appeared that hemostasis was achieved and the physicians felt the tunneling tissue plane was appropriate but bleeding started again. The sub-xiphoid pocket was packed and pressure maintained to achieve hemostasis again before transferring the patient. An emergency sternotomy was performed. Total blood loss was estimated to be about 700 to 800 ml. During the sternotomy, it was identified that the left internal mammary deviated underneath the sternum and had a tear. Additionally, there was an artery, possibly an intercostal artery, that branched off the inferior mesenteric artery. Prior, to preforming the sternotomy, the physician attempted to gain hemostasis by ligating above and below the inferior mesenteric artery, but bleed was still suspected to be occurring from the intercostal artery, which was potentially damaged. The patient was extubated post surgery and in stable condition.  Five days later, the patient was implanted with a transvenous system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: d4 (UDI); h6 annex d; h8 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.